Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient underwent a breast augmentation primary with a mentor memorygel, 425cc silicone prosthesis developed right sided skin reaction postoperative. The patient reported itching without a rash in the nipple area of her right breast only. MRI and numerous mammograms and ultrasound have shown no issues. She has seen a breast specialist, dermatologist (multiple times), primary care physician, obgyn and a neurologist chiropractor and no one can determine the cause and the only thing that helps is applying capsaicin and that is only temporary relief. At the time of this report, mentor received no information regarding explantation or an expected explantation date.